Manufacturer narrative:
Device evaluation and coding provided in event description, evaluation results, and conclusion codes.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.